Manufacturer narrative:
The customer indicated that there was no product to be returned. No product from this lot number remaining in stock. With no product returned, it cannot be determined if the separation is related to an insufficient amount of solvent present at the bonded connection, to a dimensional issue with the components, or from the tubing being tugged on sharply. Without benefit of returned product, no further investigation can be performed. The device history record was reviewed and found to be acceptable. Medex was unable to confirm this issue or determine the cause without benefit of returned product. No additional action necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that the tubing separated from the chamber on the administration set after 20-24 hours of use. No further information available.